Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon on the evening of 7/2 the string separated from the pledget leaving the pledget inside her vaginal cavity. She was unable to manually remove the pledget so the following morning on 7/3 she received medical attention to remove it. After the removal of the pledget she experienced some vaginal irritation which improved. No further medical follow-ups were planned and no serious adverse health effects were experienced.